Manufacturer narrative:
This report is submitted on january 24, 2020.

Event description:
Per the clinic, the patient experienced skin overgrowth. The skin was excised under a general anaesthesia. The implant remains in-situ.